Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) began alarming (high pitched continuous) and nurse entered room at 0115. Iabp screen black. Liquid was covering pump and surrounding pump on the floor. Heparinized pressure bag hooked up to balloon pump found to be leaking profusely, but not completely empty. The pressure bag was exchanged for new heparinized bag. Attempted to turn balloon pump off and back on without success. Backup iabp hooked up to patient and restarted. The patient reports no adverse symptoms

Manufacturer narrative:
The DHR statement previously reported was incorrect. Please refer to the following one: the production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer responded that they only know that the iabp unit was returned from clinical engineering and it is back in the procedure room. No further investigation is required.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) began alarming (high pitched continuous) and nurse entered room at 0115. Iabp screen black. Liquid was covering pump and surrounding pump on the floor. Heparinized pressure bag hooked up to balloon pump found to be leaking profusely, but not completely empty. The pressure bag was exchanged for new heparinized bag. Attempted to turn balloon pump off and back on without success. Backup iabp hooked up to patient and restarted. The patient reports no adverse symptoms.